Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent issue with subtraction. The result of this issue was a system shut down. There is no report of death or serious injury associated with the complaint.